Event description:
Additional information received noting that the neurosurgeon indicated that the patient did not present any signs of infection or other symptoms. The dehiscence wound is mild. Later, the surgeon noted that during the recent office visit that about a month ago the patient underwent a superficial reoperation. The surgeon noticed that a fixation butterfly for the relief loop was quite superficial and pressing against the skin. Secretion with signs of infection was also observed. Per the physician, due to the pressure exerted on the skin a fistula is forming and this may result in the device being removed but the patient is still being monitored. The physician assessed the events as being related to vns surgery. No other relevant information has been received to date.

Event description:
It was reported that the patient's neck incision area presented an opening with purulent discharge and the patient was prescribed antibiotics and a CT scan was requested. Additional information received noting that no infection was confirmed for the patient. The reaction was due to the absorbable suture material, necessitating surgical intervention. The device history records for the lead was reviewed. The lead was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently provided incorrect information about the intervention taken. B6 relevant tests/laboratory data, including dates, corrected data: initial report inadvertently provided the wrong data f10 adverse event problem, corrected data: initial report inadvertently coded f1901.

Event description:
Additional information received noting that the patient is still being monitored by the neurosurgeon and is on antibiotics. No surgical intervention has been necessary and there is only a small amount of secretion coming from the electrode incision. There were no abnormalities found in the imaging tests and they will continue to make adjustments with the vns and monitor with the patient's neurologist.